Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2011-05027. The patient received two percutaneous leads on (B)(6) 2006. It was reported that he had not used the scs system in over 2 years. During a routine replacement of the rf receiver it was found that both leads were broken at the suture site. The entire system was explanted.

Manufacturer narrative:
Evaluation results: product was returned and one of the percutaneous leads was complete. The other percutaneous lead was incomplete. Both of the leads were kinked with broken wires. In turn, no functional testing was conducted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.